Event description:
It was reported by the patient that the implantable cardiac monitor (icm) had migrated approximately three inches below the incision site. Communication with the clinic revealed that the device remains in use had "minimal movement". The device remains in use. No patient complications have been reported as a result of this event.